Event description:
It was reported that there were "previous incidents" of devices producing metal shavings. The shavings were irrigated in all cases. At no time was a pt's safety compromised. The devices were not saved. Add'l info has been requested. A f/u report will be sent if add'l info becomes available. See MFR report# 2134070-2012-00201 regarding the other incident.

Manufacturer narrative:
The device was not returned to the MFR as of the date of this report. The user facility reported that the device was not saved for return.